Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the pump had eroded through the patient's skin, caused by significant weight loss. No diagnostics or troubleshooting was performed. The pump and catheter were explanted on (B)(6) 2016 and while it was not replaced, it was planned that the pump and catheter would be replaced in the future. The patient was noted to be "alive - no injury" and the issue was noted to be resolved. The rep was not in attendance at the surgery. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.